Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occured due to one of the following; physical stress such as hitting or dropping the distal end, and/or chemical stress from the chemical solutions used. The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use: contraindications, warnings, and precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿. ¿3.1 compatibility summary: methods listed as ¿compatible¿ are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion" "3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿ in addition, the following non-reportable malfunctions were found during the device evaluation; universal cord is pierced and leaky, pin deformed in the grip cover, cable tubes unit have both buckles, light guide cover glass is scratched, plug units are both cracked, light guide connector is cracked (slightly), and control unit f-lever is discolored (slightly). Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus endoeye flex 3d deflectable videoscope due to an angulation issue and damage to the distal end noted during device maintenance. There was no patient involvement during this event. During the device evaluation, it was discovered that the adhesive on the distal end was deteriorating. This report is being submitted to capture the deteriorating adhesive found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. There were no angulation issues noted; however, there was damage found on the distal end. Additionally, as noted in b5, the adhesive on the distal end was found deteriorating. If additional information becomes available following the device evaluation, a supplemental report will be filed.